Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technician support that a 2008t machine failed sending data to the actuator board on power up when trying to enter service mode. The bmt had replaced the actuator board, motherboard and distribution board. The bmt was suggested to unplug the actuator cable from the distribution board and to take a look at the acid and bicard ribbon cables for any black marks. The bmt stated there was a black mark on the acid pump ribbon cable and was advised to replace the acid pump. The bmt was advised that may still have to replace the actuator board, motherboard and distribution board. Upon follow up, the bmt stated they ordered the replacement actuator board, motherboard and distribution board and the machine remains out of service pending replacement of the parts. Other than the black mark noted on the acid pump ribbon cable, no further thermal damage was found on any machine components. There was no smoke, burning smell, or any signs of arcing, sparks, or flames. The damaged acid pump ribbon cable was available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. The reported complaint symptom code failed sending data to act board was not confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technician support that a 2008t machine failed sending data to the actuator board on power up when trying to enter service mode. The bmt had replaced the actuator board, motherboard and distribution board. The bmt was suggested to unplug the actuator cable from the distribution board and to take a look at the acid and bicard ribbon cables for any black marks. The bmt stated there was a black mark on the acid pump ribbon cable and was advised to replace the acid pump. The bmt was advised that may still have to replace the actuator board, motherboard and distribution board. Upon follow up, the bmt stated they ordered the replacement actuator board, motherboard and distribution board and the machine remains out of service pending replacement of the parts. Other than the black mark noted on the acid pump ribbon cable, no further thermal damage was found on any machine components. There was no smoke, burning smell, or any signs of arcing, sparks, or flames. The damaged acid pump ribbon cable was available to be returned for evaluation. There was no patient involvement associated with the reported event.